Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the image is displayed intermittently because the video connector cannot be fixed properly. The cause of the video connector defect cannot be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the video system center had an intermittent image. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. From the device evaluation, the video system center showed an intermittent image due to a defective video socket connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.